Event description:
During drilling for screw placement, the drill bit broke. A bit fragment was underneath the cup and could not be retrieved. There was a 5-minute delay in the case and the surgery was completed successfully. The bit came from a loaner set.